Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. The guide wire was returned within the advancer assembly, however, the end cap from the assembly had been removed and was not returned. Visual analysis revealed that the guide wire was kinked on the distal j-bend. This resulted in the j-bend to be slightly misshapen. During full assembly, the kink on the guide wire would have been located within the cap during packaging, shipping, and storage. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire 591mm from the proximal weld. The guide wire total length measured 605mm, which is within the specification limits of 600mm-608mm per the guide wire product drawing. The guide wire outer diameter measure 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/ introducer needle subassembly. Little to no resistance was observed as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed both welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked at the j-bend. During full assembly, the kink on the guide wire would have been located within the cap during packaging, shipping, and storage. Additionally, the guide wire passed all relevant dimensional and functional requirements. Based on these circumstances, the potential root cause cannot be determined at this time as it is unknown when the damage occurred. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: inserter opened the package and noticed that the j tip of the wire was almost completely separated from the rest of the wire. The issue was identified prior to use. There was no patient involvement.

Event description:
It was reported that: inserter opened the package and noticed that the j tip of the wire was almost completely separated from the rest of the wire. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).